Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation

Event description:
Physician reported unknown side deflation. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3, b.5, d.6b, h.6.

Event description:
This is for the left side. Device has been explanted.